Event description:
Hcp reported patient had increased pain on morphine 50mg/dl at 17mg/day. The hcp tried a cap aspiration but had no csf return. The hcp then injected contrast with resistance to injection. The patient had increased pain and immediately became paralyzed in one leg with some sensory function preserved. The patient was admitted to the hospital and he was given high dose corticosteroid therapy. The patient recovered substantial neurological function over the next 24-48 hours and he could bear weight and walk. A myelogram CT scan with contrast injected via a separate lumbar puncture revealed a catheter tip intraspinal mass at t10-11. The hcp opened the lumbar incision and pulled the catheter tip back 1-1.5 inches. The hcp plans to further revise the system.